Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that oversensing noise was seen on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.